Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had excessive heat due to debris in the drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper cleaning procedures/user error. This was further defined as user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had high temperature (heating up) the event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.